Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated results were within range. The customer stated that standard a and integrated multi-sensor technology module were replaced a day prior to the event. Ccc performed troubleshooting with the customer. Ccc instructed the customer to check all consumables. The customer replaced sample diluent and primed all consumables. The customer performed super condition and dilution check, which passed. The customer ran qc, which were within range. A siemens headquarter support center (hsc) reviewed the instrument data and observed that qc was within range when the samples were processed. Hsc discovered that the customer used stat spins and centrifuged the samples outside of tube manufacturer's instructions for centrifugation. The cause of the sample being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. Hsc concluded that the event can be related to the samples being centrifuged outside of tube manufacturer's instructions. The cause of the discordant, falsely depressed na results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.